Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-150mg/dl fasting. Verified the strips expire 04/03/2015. Customer confirms the strips are stored properly, and was first opened (B)(6) 2015, customer's concern about all high results. Reviewed meter memory: 193mg/dl (B)(6) 2015 12:40:00 am fasting: yes; 237mg/dl (B)(6) 2015 01:13:00 pm fasting: yes; 329mg/dl (B)(6) 2015 05:36:00 pm fasting: yes; 251mg/dl (B)(6) 2015 07:06:00 pm fasting: yes; 435mg/dl (B)(6) 2015 03:00:00 pm fasting: yes. Adverse event not reported.